Event description:
It was reported the patient presented with a preoperative diagnosis of recurrent instability right total hip replacement. The patient underwent a right revision total hip arthroplasty, acetabular component, using computer assisted navigation.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).